Manufacturer narrative:
Follow-up received on 10-aug-2016: legal claim was received via lawyer. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, mood swings, discharge, hot flashes, painful intercourse. On (B)(6) 2015, plaintiff underwent a hysterectomy and a bilateral salpingectomy, or removal of the fallopian tubes, to try and alleviate her symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received via lay press from an adult female consumer in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) implanted on unspecified date and had to have a hysterectomy at (B)(6) years. No further information was provided. Ptc investigation result was received on 22-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 10-aug-2015: reported was received from consumer via regulatory authority (case # mw5043472). On (B)(6) 2014, essure was inserted, three months after having her last child. Roughly one month after essure was implanted, she started to develop strange and problematic symptoms. The beginning symptoms included severe pelvic pain, severe bleeding for 2 months, stabbing head pains, ear pain, tinnitus and headache, horrible lightheadedness, dizziness and panic attacks that included nausea and vomiting on occasion, and chronic fatigue. In the following months, she continued to gain worsening symptoms including the previous noted and auto immune like symptom, joint pain, breathing issues, heart palpitations, chronic chest pain with a cracking sternum, stomach, and other gastrointestinal issues, memory and concentration problems, mood swings, depression, hopelessness, sadness, feeling toxic or poisoned, a metallic taste in her mouth, and strange smells like burning hair or chlorine and teeth sensitivity/pain and decay. She had 30+ ER (emergency room) visits, cardiac stress test, cardiac nuclear test, nuclear hidescan, 20+ chest x-rays, multiple CT scans, mris, mammogram, and it seems endless blood tests for cardiac reasons and testing for lyme, lupus and ra. She had multiple ddimer test return quite elevated each time. She was prescribed a list of medications to treat symptoms, including beta blockers, calcium channel blockers, several different anti-anxiety medications, valium, pain killers, birth control (to stop the 2 months of bleeding), and anti-depressants. On (B)(6) 2015, a hysterectomy was performed to remove the essure coils. She was still suffering several symptoms. In her belief all of the above was directly caused from this device. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and had to have a hysterectomy at (B)(6) years. According to follow up information received via regulatory authority, roughly one month after insertion she experienced severe pelvic pain and severe bleeding for 2 months (seen as genital bleeding), in addition, she presented autoimmune like symptom. These events are serious due medical importance and required intervention and listed in the reference safety information for essure, except autoimmune like symptom which is unlisted. Pelvic pain and genital bleeding may occur with essure use. In this case, she had the pain and bleeding one month after insertion. Considering close temporal relationship and their nature, these events are assessed as related to essure use. Regarding auto immune like symptom, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. As essure removal was required (via hysterectomy) this case is regarded as incident. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.